Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 2/5/15 with the following results: there's a crack along the side of the battery compartment from the threads to the case seal. No damage found to the battery cap.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.